Event description:
It is reported by the patient's attorney the pt underwent right hip surgery in 2000. Post-op, a fracture with nonunion in the upper femoral stem was discovered. As a result, in 2004, the pt's right hip was revised.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation codes: device or x-rays were not returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification.